Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 800cc breast implant had a crease/fold on the anterior view. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: implant malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 800cc mentor memorygel breast implants, suffered bilateral breast bottoming out, malposition, deformity, and right breast double bubble, post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, it was discovered that the right breast implant had ruptured. Subsequently, the implants were removed and replaced with the following devices: (right) 415cc mentor memorygel breast implant catalog: shpx415 lot: 9541478 sn: (B)(4) and (left) 415cc mentor memorygel breast implant catalog: shpx415 lot: 9565737 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant have been reported under mrn: 1645337-2021-11988.